Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to emergency department with their heart rate in the thirties. The right ventricular (rv) lead was interrogated and it was noted that the rv lead had undefined high impedance with complete loss of ventricular capture at max outputs. It was further noted that there was a confirmed fracture on the lead. Occlusion was also noted. The rv lead was explanted and replaced and the right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.